Manufacturer narrative:
(B)(4)

Event description:
(B)(6), 2011: patient underwent spinal fusion surgery using rhbmp-2/acs, graft, screws and washers, cage, rod and screws were used.

Event description:
It was reported that on (B)(6) 2011: patient underwent unspecified fusion surgery. (B)(6) 2011: MRI study shows a small non compressive marginally progressive left paracentral disk protrusion at l4-5. Assessment: lumbar spondylosis without myelopathy; ddd of the lumbar spine; bilateral lower extremity radiculopathy; lumbago. (B)(6) 2011: the patient presented with back pain along with anterior lateral and posterior thigh pain to his knee. Patient was in pt and has had esi¿s without any significant relief. The patient underwent x-ray of the lumbar spine. Study showed extra-osseous calcification to the right of l5 which may represent bone graft material. The left l5 pedicle is not well seen on this examination and could be sclerotic. (B)(6) 2011: the patient underwent CT of the lumbar spine with contrast. CT found satisfactory post-operative appearance of instrumentation at l5-s1. The patient also underwent a lumbar myelogram. It was noted that the disc space is narrowed at the l5-s1 level. Patient has undergone physical therapy with no reported help and has also had esi without any relief. Assessment: lumbar spondylosis without myelopathy; ddd of the lumbar spine; bilateral lower extremity radiculopathy; lumbago. The patient also underwent a lumbar myelogram. Study showed dis space is narrowed at the l5-s1 level. The patient underwent x-ray of the lumbar spine. X-ray showed the facet joints are still seen and they have not been completely fused by ossification. (B)(6) 2011: the patient presented with complaints of low back pain and lower extremity radiculopathy. The patient has decreased rom of his lumbar spine with flexion, extension and lateral bending secondary to pain. CT scan reviewed does not show any central or neural foraminal stenosis, but there is no evidence of bony fusion. Assessment: lumbar spondylosis without myelopathy; ddd at the lumbar spine; bilateral lower extremity radiculopathy; lumbago; status post laminectomy with revision, decompression and unilateral fusion l5-s1. (B)(6) 2011: the patient presented with low back pain. (B)(6) 2011: the patient presented with principal diagnoses of l5-s1 pseudoarthrosis and lumbosacral disk disease with pain and lower extremity radiculopathy. The patient underwent the following procedures: anterior l5-s1 discectomy; l5-s1 interbody fusion with device; anterior instrumentation l5-s1; posterior spinal fusion l5-s1; 5. Posterior instrumentation l5-s1; use of rhbmp-2/acs and mastergraft; intra-op fluoro; l5-s1 osteotomy. Per the op notes, mastergraft and rhbmp-2/acs was placed inside the 21 x 12 x 40mm 7 degree lordotic cage that was inserted into the l5-s1 disc space. The remaining bone morphogenic protein was placed in the left l5-s1 facet and used to span the decorticated l5 transverse process. (B)(6) 2011: the patient presented for x-rays of the lumbar spine. The other lumbar disc spaces are fairly well maintained with small osteophytes present. (B)(6) 2011: the patient presented for x-rays of the lumbar spine. Solid fusion was noted and alignment is satisfactory. (B)(6) 2011: the patient presented for x-rays of the lumbar spine. Instrumentation was found to be in good alignment and no acute fractures or bone destruction was noted. (B)(6) 2011: the patient presented with low back pain. The patient underwent a CT of the lumbar spine. Impression: mild disc bulge l3-4 without significant central canal or neural foraminal stenosis. Patient also underwent lumbar myelogram. No abnormalities found in this study. The patient also complained of left leg pain since surgery. Assessment: lumbar spondylosis without myelopathy; ddd of the lumbar spine; bilateral lower extremity radiculopathy; lumbago; pseudoarthrosis from l5-s1 previous fusion; postoperative wound dehiscence. (B)(6) 2011: the patient presented for lumbar physical therapy. (B)(6) 2012: the patient presented with l5-s1 pseudoarthrosis, spondylosis of his lumbar spine and left l5 radiculopathy, all of which have failed conservative management. The patient¿s principle diagnoses: proximal trunk junctional kyphosis; low back pain. The patient underwent the following procedures: l4-5 tlif on the right; l4-5 interbody fusion w/ device; revision decompression l5-s1 w/ laminectomy; revision fusion l4-s1 w/ re-instrumentation; removal of previously placed hardware; local autograft and rhbmp-2/acs. Intra-op fluoro. Per the op notes, at l4-5, following discectomy, proper cage size was determined. The 10 x 27.5 degree cage was then packed with local autograft. A small rhbmp-2/acs was then wrapped around local autograft and placed anterior to the cage and the cage was inserted. No patient complications were noted. (B)(6) 2012: lumbar spine x-rays show good alignment of implants and normal vertebral heights. (B)(6) 2012: the patient presented for x-ray of the lumbar spine. Study found instrumentation to be stable. (B)(6) 2012: the patient presented with low-back pain and mid-back pain. Pain score: 7. The patient also reports lateral ankle and dorsal foot numbness, bilateral groin pain and a burning sensation at his low back on each side of the incision. Diagnoses: spondylosis without myelopathy; degeneration of lumbar or lumbosacral intervertebral disc; thoracic or lumbosacral neuritis or radiculitis; lumbago. The patient underwent a CT of the lumbar spine. Findings: spondylosis without myelopathy; degeneration of lumbar or lumbosacral intervertebral disc; thoracic or lumbosacral neuritis or radiculitis; lumbago. The x-rays of the lumbar spine show the interbody cage at l4-5 appear to have settled into the inferior endplate of l4. There appears to be consolidation across the l5-s1 disk spaces suggesting fusion. Lower extremity radiculopathy. (B)(6) 2012: the patient underwent CT of the lumbar spine. At l3-4, there was a mild disk bulge. At l4-5, there is right greater than left neural foraminal narrowing. There is possible abnormal soft tissue within the mid and right lateral canal at this level. (B)(6) 2012: the patient presented for follow up. Patient was advised to continue lumbar home exercises, rom stretching and lumbar and abdominal musculature work. Continue aerobic conditioning, aqua therapy, with modalities including ultra sound and massage. (B)(6) 2013: the patient presented with lumbago symptoms. (B)(6) 2013: the patient presented with mild low back pain and high blood pressure. Pain scale: 7. X-rays show no evidence of stenosis. Fusions appear to be solid. Assessment: lumbar spondylosis without myelopathy; ddd of the lumbar spine; lower extremity radiculopathy; lumbago. X-ray of the lumbar spine found no detrimental interval change.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.